Event description:
It was reported that the customer experienced an elevated blood glucose level of 518 mg/dl. Reportedly, the customer observed air bubbles within the cartridge tubing. Reportedly, the customer was not performing the air removal step. Tandem technical support educated the customer on proper air removal process for the cartridge. Elevated bg was addressed with a correction bolus via the pump.